Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the lead slipped from mid t7 to top t11 and caudal lead moved from mid t8 to t8/9 disc space. Patient explains he was a careful and denies any falls or post op violations on precautions of bending, twisting, reaching. Patient was programmed with 3 groups and will utilize over next 2 weeks and report therapy efficacy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot# serial#: (B)(4), implanted:(B)(6) 2021. Product ID 977a260, serial# (B)(4), implanted: (B)(6)2021. Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.